Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During set up for an ortho tha case, staff reported upon connecting the aquamantys handpiece to the aquamantys generator, the generator started delivering an activation tone and visual indication of activation. Neither the prime or activation button had not been pressed. It is unknown if rf energy was actually being delivered to the handpiece. There was no patient injury reported.